Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis and noted tortuosity and calcification. The versaturn guide wire was used and the tip became deformed after shaping. The surface coating was noted to be shedded, there was stiffness and friction noted with the anatomy as well. The device was replaced with an unspecified wire. There were no adverse effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. A guide wire damage may occur when the wire is subjected to tensile or torsional loads beyond its de-sign limits causing a deformation of the tip, coils, or polymer. Based on the reported information, the wire was shaped and attempted to advance multiple times which likely lead to tip deformation and the inability to shape further. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.